Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff noticed that a flash arced from the monopolar curved scissors (mcs) tip cover accessory (installed on the mcs instrument) and burnt the tip cover and the patient's ovarian tube. The initial reporter indicated that this was not an issue since the patient's ovarian tubes and ovaries were being removed as part of the planned surgical procedure. No further issues were reported and the procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole burnt through the interface between the silicone and ultem sleeve. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole size is approximately .045 in diameter. A small tear was also observed on the distal end of the silicone tip. The mcs instrument used with the affected tip cover accessory when the malfunction occurred was also returned and evaluated. Engineering observed a char mark on the instrument proximal clevis, adjacent to one of the window features that exposes the clevis seal. The tip cover hole position aligns with the clevis char mark, which leads engineering to believe that the char mark is likely where energy escaped through the tip cover.